Event description:
It was reported asymptomatic patient presented in clinic with device was post paced t wave oversensing on ventricular channel. Programming changes were made to device. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.